Event description:
False positive result (s). This test kit is useless. It showed covid 19 false positive for my wife and negative for me. We tried couple of times more but my wife result came positive and mine negative again. My wife had normal allergy symptoms itchy eyes and sneezing. We went for a pcr test the same day and both of us results were negative. We went for pcr test after couple of days again and the results were negative. Wish I had read the reviews before I bought this test kit. Its useless.